Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a captivator ii polypectomy snare was used during a polypectomy procedure performed on a (B)(6) male patient on (B)(6), 2010. According to the complainant, during the procedure, a current failure occurred when the snare was connected to a competitor's generator. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The returned device presented with a kink approximately 5cm from the distal end; however it was found to retract and extend within specification. The device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 10.63 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a current failure occurred when the snare was connected to a competitor's generator. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.